Event description:
It was reported that during a procedure involving one nc sprinter coronary balloon catheter, deflation difficulties were encountered and the balloon could not be withdrawn in the usual manner. There were multiple attempts made to retrieve the balloon, and a guide catheter was inserted deeply. A vt guidewire was used in an attempt to puncture the balloon retrogradely. After repeated attempts, the balloon was successfully removed. The balloon and guide catheter were withdrawn with extended guidewire assistance, and angiography was performed with close observation of the patient. The patient developed chest pain, but vital signs remained stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath/stylette. The device was inspected before use with no issues noted. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned while inflated. A 1:1 concentration of contrast/saline was used. There were no difficulties noted during inflation of the device. The balloon opened smoothly and inflated normally on the first inflation. After inflation of the stent, the nc sprinter was deflated smoothly on the first deflation attempt. Moving to the proximal end, the stent needed to be inflated again. The second inflation was smooth, but after inflation, deflation of the balloon was impossible. The balloon failed to deflate. The exact inflation pressure used was unknown but was stated to be between the rated nominal pressure of 10 atm and the burst pressure of 18 atm. The patient was safely removed from the operating t able without any further injury. After the surgery, the patient did not suffer any further harm. Correction: the patient presented with a myocardial infarction. Annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.